Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the reported issue was duplicated during power up, error code 44000 was noted with constant alarm. It was noted that the main board was malfunctioning, inoperable and was the cause of the reported issue. Service replaced the main board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Other, other text: additional information: b3.

Event description:
Information received indicating that a smiths medical cadd solis vip pump gave error 44000. No adverse effects reported.